Manufacturer narrative:
Device evaluation results: one medfusion 3500 pump was returned for investigation in used condition exhibiting a cracked right plunger case. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "force sensor error" was not found in the event log. Functional and visual testing was performed. The force sensor error was unable to be duplicated using the force sensor test with power up testing and the force reading was within the required specifications. The pump subsequently passed all functional and delivery testing. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that a smiths medical medfusion pump exhibited a force sensor error. There was no patient injury or harm reported at this time.